Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that while the pt was at home, he experienced intermittent low beat rate and current limit advisory alarms, and the pt's flows had decreased. The analysis of the vent filter and waveform revealed that there was some titanium in the vent filler. An echocardiogram was performed and the positon of the inflow cannula looked good and no abnormalities were found. A few days later, the system controller was exchanged; however, the alarms continued on battery power and also when connected to the power base unit (pbu). Volume was given to the pt overnight and the system controller was exchanged again without resolution. The pt's blood pressure was stable and the pt continued to get adequate flows. The pt was then placed in fixed mode without resolution of the alarms. It was noted that large amounts of "dusts" was coming out of the vent filter. As a result, the pt was placed on pneumatic support using a stroke volume limiter (svl) and drive console, and a couple of weeks later the pt was successfully transplanted.

Manufacturer narrative:
The explanted device was sent to the MFR for evaluation. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.